Manufacturer narrative:
Linking statement in section b5 narrative amended from this MDR is related to MDR 3013840437-2023-00057 referring to the same patient to this MDR is related to MDR 3013840437-2023-00069 referring to the same patient.

Event description:
This MDR is related to MDR 3013840437-2023-00069 referring to the same patient. This case was linked to lssmv case numbers (B)(4), referring to the same patient. This spontaneous report was received from a russian physician and concerns a 40-year-old female patient (ambiguously reported as 41 years old, weight 50 kg, height: 160 cm). She was injected with radiesse, in january 2023. Radiesse was diluted with lidocaine (product preparation issue, off label use). This radiesse injection was provided by another physician. The patient was previously treated with 1.5 of radiesse, in august 2022. According to the glogau classification, the patient was in group ii and she had a disposition to lymph drainage problems. She had no allergies, autoimmune diseases, intake of interferon or omalizumab in the past. Concomitant medication included dexametazone and suprastine. In january 2023, after the radiesse injection, the patient experienced severe edema. The patient herself associated the edema with lidocaine, she also noted a reaction in a form of a contact dermatitis. The patient took antihistamines. On 05-jan-2023, she was injected with a total of 160 units of xeomin®, for forehead, eyebrows and eyes wrinkles correction. The patient had a rhinoplasty in (B)(6) 2023. On 07-may-2023, she was injected with radiesse into the zygomatic area (projection of the zygomatic ligament), for low volume on the middle part of the face. Batch number was reported as a00071860 (expiry date: 07/2024). The batch record review was received and the lot number for radiesse was confirmed as a00071860 (expiry date: 07/2024). A lot search in the global safety database was conducted. As reported, the patient was injected with 1.5 ml of radiesse, 0.85 ml per side in 4 to 5 injection points. Radiesse was injected with a 27 needle and a 25 g cannula. On 07-may-2023, after the treatment with radiesse, the patient experienced color change on the zygomatic area, burgundy spots which were whitening while pressing. It lasted a long time. The patient had a vascular complication. This diagnosis was confirmed by a council of doctors. Corrective treatment included traumel gel, dexametazone, antihistamines and re-examination that were recommended. The patient was concomitantly injected with 50 units of xeomin, on 07-may-2023. She was not hospitalized and received no systemic antibiotics. Due to the provided information, the outcome of the event vascular complication was considered as not resolved (reported as unknown). The outcome of the event severe edema and contact dermatitis were unknown. In the opinion of the reporter the event vascular complication was of moderate intensity, not life threatening and unknown if permanent. It was suspected that this vascular complication was related to the rhinoplasty that the patient had in april 2023. Follow-up information was received on 24-may-2023: the case was upgraded to serious. The linking sentence was amended and the case (B)(4) was added. The event term vascular complication was amended to vascular embolism and the coding changed to vascular occlusion. The event necrosis was added. The diagnosis was vascular embolism. The reporter was not informed about the treatment, but the dynamics was positive. At the time of this report, acute phase was over on the necrosis area. The reporter was not informed about necrosis area before. The patient was going to the full recovery. Due to the provided information, the outcome of the event vascular embolism was considered as resolving (changed from not resolved). Due to the provided information, the outcome of the event necrosis area was considered as resolving. The outcome of the remaining events was left unchanged.

Event description:
This MDR is related to MDR 3013840437-2023-00057 referring to the same patient. This spontaneous report was received from a russian physician and concerns a 40-year-old female patient (ambiguously reported as 41 years old, weight 50 kg, height: 160 cm). She was injected with radiesse, in (B)(6) 2023. Radiesse was diluted with lidocaine (product preparation issue, off label use). This radiesse injection was provided by another physician. The patient was previously treated with 1.5 of radiesse, in (B)(6) 2022. According to the glogau classification, the patient was in group ii and she had a disposition to lymph drainage problems. She had no allergies, autoimmune diseases, intake of interferon or omalizumab in the past. Concomitant medication included dexametazone and suprastine. In (B)(6) 2023, after the radiesse injection, the patient experienced severe edema. The patient herself associated the edema with lidocaine, she also noted a reaction in a form of a contact dermatitis. The patient took antihistamines. On (B)(6) 2023, she was injected with a total of 160 units of xeomin®, for forehead, eyebrows and eyes wrinkles correction. The patient had a rhinoplasty in (B)(6) 2023. On (B)(6) 2023, she was injected with radiesse into the zygomatic area (projection of the zygomatic ligament), for low volume on the middle part of the face. Batch number was reported as a00071860 (expiry date: 07/2024). The batch record review was received and the lot number for radiesse was confirmed as a00071860 (expiry date: 07/2024). A lot search in the global safety database was conducted. As reported, the patient was injected with 1.5 ml of radiesse, 0.85 ml per side in 4 to 5 injection points. Radiesse was injected with a 27 needle and a 25 g cannula. On (B)(6) 2023, after the treatment with radiesse, the patient experienced color change on the zygomatic area, burgundy spots which were whitening while pressing. It lasted a long time. The patient had a vascular complication. This diagnosis was confirmed by a council of doctors. Corrective treatment included traumel gel, dexametazone, antihistamines and re-examination that were recommended. The patient was concomitantly injected with 50 units of xeomin, on (B)(6) 2023. She was not hospitalized and received no systemic antibiotics. Due to the provided information, the outcome of the event vascular complication was considered as not resolved (reported as unknow). The outcome of the event severe edema and contact dermatitis were unknown. In the opinion of the reporter the event vascular complication was of moderate intensity, not life threatening and unknown if permanent. It was suspected that this vascular complication was related to the rhinoplasty that the patient had in (B)(6) 2023. Follow-up information was received on 24-may-2023: the case was upgraded to serious. The linking sentence was amended and the case (B)(4) was added. The event term vascular complication was amended to vascular embolism and the coding changed to vascular occlusion. The event necrosis was added. The diagnosis was vascular embolism. The reporter was not informed about the treatment, but the dynamics was positive. At the time of this report, acute phase was over on the necrosis area. The reporter was not informed about necrosis area before. The patient was going to the full recovery. Due to the provided information, the outcome of the event vascular embolism was considered as resolving (changed from not resolved). Due to the provided information, the outcome of the event necrosis area was considered as resolving. The outcome of the remaining events was left unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event necrosis area (pt: injection site necrosis), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant, lot number a00071860, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Non-conformances were noted related to this lot, but none that would have contributed to this event.